Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was suspected of the implantable cardioverter defibrillator (ICD) as the battery depleted in two years. The patient was hospitalized but no action was taken. The ICD remains in use. No patient complications have been reported as a result of this event.